Manufacturer narrative:
MDR 1219913-2021-00466 was filed on october 20, 2021. Correction - october 22, 2021. Siemens requested clarification on the sids, dates of the results and the results. Section b6 was updated with the clarified information. Additional information - october 22, 2021. The following information was provided regarding the patient: - suspected leukocytosis on admission to hospital. - 2nd covid19 vaccination (mrna) 9 weeks before hospitalization. - occasional ibuprofen. - exceptionally high stress levels at work. - sports, occasionally but no competitive sports. Additional information - november 4, 2021. The customer observed repeatedly elevated atellica im high-sensitivity troponin I (tnih) results on one patient who was low/negative on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time of the incident indicating this is sample/patient specific. No other samples were known to be affected. The patient also had an elevated ck result at the time of the first elevated atellica im tnih result on (B)(6) 2021. An elevated level of creatine kinase is seen in heart attacks, when the heart muscle is damaged, or in conditions that produce damage to the skeletal muscles or brain. No additional sample was remaining to send to siemens for further investigation and testing. No information on the patient was available regarding medications or extreme exercise. Siemens' atellica im tnih has no claim to match alternate method results, due to differing antibodies used and epitope specificity. Results from different manufacturers are not interchangeable. Without further testing siemens cannot determine the cause of the persistent troponin I elevation observed on the atellica im tnih method, however, siemens cannot rule out an interfering antibody nor a cardiac or non-cardiac condition causing elevated troponin I which is more likely given the elevation in ck results. No product performance issue is observed. The customer is operational. No further invetigation is required. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00465 supplemental 1, MDR 1219913-2021-00467 supplemental 1, MDR 1219913-2021-00468 supplemental 1 and MDR 1219913-2021-00472 supplemental 1 were filed for the same patient and event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated atellica im high- sensitivity troponin I (tnih) results on the same patient. Quality control (qc) results were acceptable at the time of the event. Siemens is investigating. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Note: an alternate troponin I test method comparison result has not been provided for MDR 1219913-2021-00472 and this MDR is conservatively being filed. MDR 1219913-2021-00465, MDR 1219913-2021-00467, MDR 1219913-2021-00468 and MDR 1219913-2021-00472 were filed for the same patient and event.

Event description:
Discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results were obtained on a patient and the results were questioned by the physician(s). The elevated tnih results were considered discordant when compared to lower alternate troponin I test method results. The patient had gone to the emergency room with thoracic complaints and was admitted to the hospital for further diagnostic testing. The lower alternate troponin I test method results agreed with the patient's clinical picture and were accepted by the physician(s) as the correct results. There are no known reports of adverse health consequences due to the discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results.